Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 1/24/2020 and placed into service on 9/03/2020 with battery pack serial number 205617205. The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.